Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had their ins taken out last thursday because it wasn't helping their symptoms which started "about a year ago" in 2018; a loss of therapy was reported. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter who reported the patient experienced a lack/loss of therapy because the ins was not placed correctly by their previous hcp. The hcp noted the ins will not be returned as it was replaced completely. No further patient complications have been reported as a result of this event.